Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable infusion pump. It was mentioned by the hcp that there have been problems in her office with other pumps failing. The agent confirmed that other issues have been reported to the manufacturer. No symptoms were reported.